Event description:
On 5/3/94 an aus device was implanted. On 6/20/96 a tandem cuff was added. On 9/24/96 the entire device, including the tandem cuff, was removed from the pt and replaced due to fluid loss. Add'l lot ser no: cb049 007.